Event description:
As reported for this event by the customer, the device did not yield any image upon being turned on. The olympus splash screen did not display either. There is no reported harm to any patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d5, d8, h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer has decided to buy a new compatible olympus monitor.

Event description:
Addendum apr 19, 2022: event occurred during preparation for use with no patient involvement. Device was inspected with reported issue observed. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts.